Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to damaged usb pins. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. There was no impact to the customer's blood glucose level. The customer connected the pump to multiple cables, wall adapters, and outlets to charge however the pump remained unresponsive. During troubleshooting with tandem technical support, the customer connected the pump to a power source and the pump turned on for less than a second and was subsequently unresponsive. The customer had insulin pens available as alternate insulin therapy.